Manufacturer narrative:
Based on the information provided the investigation could not identify a reagent or instrument problem. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable tpuc3 total protein urine/csf gen.3 result for a patient's urine sample tested on a cobas 8000 c 502 module compared to the wako pyrogallol red method. The results in question were reported outside of the laboratory. There was no allegation of an adverse event.